Manufacturer narrative:
E1: patient country: portugal patient city: (B)(6) name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced bent cannula led to high blood glucose on (B)(6) 2026.